Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (anatomy related; angulated proximal neck and severely tortuous iliac). Inherent risk of procedure (endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; angulated proximal neck and severely tortuous iliac).

Event description:
An endurant bifurcated stent graft system was implanted into a patient for the endovascular treatment of a 45 mm in diameter abdominal aortic aneurysm. The right iliac artery was moderately calcified and the left was mildly calcified. There was severe tortuosity. The left iliac artery was aneurysmal. The aortic neck was angulated. It was reported that the bifurcated stent graft was implanted low due to the angled neck; however it was right where the physician wanted it to land. The contralateral limb delivery system was inserted and removed due to access difficulties; upon removal the physician noted that there was a spur on the nose cone. The physician shaved off the spur with a razor blade and successfully implanted the contralateral limb. The delivery system was discarded. An angiogram revealed a proximal type I endoleak and an aortic cuff was successfully implanted resolving the type I endoleak. It was reported that the following day the patient had thrombosis in the left iliac limb; the stent graft was kinked and completely occluded due to the patient's anatomy. The physician is going to do a fem-fem bypass, creating an aui. No clinical sequelae were reported, and the patient is fine. (B)(6).